Event description:
It was reported that during a hernia repair procedure, while putting mesh through the trocar, the duct bill fell into the patient. It was retrieved with graspers through the trocar. It along with the whole trocar was pulled out. A new trocar was used and the procedure completed without impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.